Event description:
It was reported that the programmer was losing telemetry during threshold testing, even when using the programmer rf (radio-frequency) head. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, interrogation was tested with both the radiofrequency (rf) head and wireless features and no anomalies were found. It was also noted that the keyboard case hinges were broken.